Event description:
Revision of knee components approx 3 months post operatively. Surgeon noted that the tibial component was undersized, leading to subsidence. This event occurred outside of the united states, in (B)(6).

Manufacturer narrative:
Engineering evaluation noted a small amount of polyethylene deformation and witness marks consistent with third body wear. Visual evaluation did not indicate a quality, design or manufacturing issue.